Event description:
During the initial report, it was reported by the sales rep that the handpiece was leaking fluid and stopped working. During a f/u report, it was reported by the customer that a grayish fluid was leaking from the hand piece. The customer did not know what type of procedure was being performed, what part of the handpiece the fluid came out of or when in the procedure the leakage occurred. The customer reported no fluid came in contact with the pt and there was no change in the procedure. There were no reports of any adverse pt event associated with this alleged malfunction.

Manufacturer narrative:
The saw involved in the reported event was evaluated. During the eval there were no signs of liquid or oil in the handpiece. The tech noted a slightly loud bearing due to corrosion. The corrosion observed on the handpiece and the reported liquid coming out of the handpiece is most likely residual water from an inadequate dry time in the autoclave. The handpiece is to be repaired and returned to the customer.